Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation in the uterus and into other organs"), fallopian tube perforation ("perforation in the uterus and into other organs") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 34-year-old female patient who had essure (batch no. 628057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urine incontinence, hepatic steatosis, back pain, menses irregular, menstruation abnormal, bleeding intermenstrual, uterine leiomyoma, cystocele, uterine prolapse, polymenorrhoea, rectocele, genital disorder female, ovarian disorder nos, multigravida, grand multiparity, menometrorrhagia, paratubal cyst, valsalva maneuver and enterocele. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 5 months after insertion of essure, the patient experienced menorrhagia ("heavy menstrual flow/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and stress urinary incontinence ("sui"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (uti)"). On (B)(6) 2016, the patient experienced pelvic pain ("pain/pelvic pain"), ovarian cyst ("ovarian cysts") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe upper and lower abdominal pain"), vaginal discharge ("vaginal discharge"), infection ("infections") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with nitrofurantoin (macrobid), fluconazole (diflucan), norethisterone acetate (aygestin), surgery (total abdominal hysterectomy and bilateral salpingectomy to remove the essure device) and surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, intra-abdominal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, infection, vaginal haemorrhage, urinary tract infection, dyspareunia, stress urinary incontinence, ovarian cyst and abdominal pain lower outcome was unknown and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, infection, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, stress urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, patient underwent enterocelectomy and mccall's culdoplasty, burch colposuspension, posterior repair, perineorrhaphy. Both the left and right cornu and minute portion of attached fallopian tubes display silver coiled metal wires. Diagnostic results: on (B)(6) 2015 ultrasound pelvis revealed, the iud has perforated into the left uterine body. Otherwise, unremarkable pelvic ultrasound. Anatomic pathology diagnosis: cervix: mild chronic cervicitis and squamous metaplasia, myometrium: adenomyosis, benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, painful intercourse, right ovarian cyst, pelvic pain, menometrorrhagia, dysmenorrhea, dyspareunia, urinary stress incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation in the uterus and into other organs') and fallopian tube perforation ('perforation in the uterus and into other organs') in a 34-year-old female patient who had essure (batch no. 628057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included parity 5 (dates of live birth: (B)(6) 1997, (B)(6) 1999, (B)(6) 2000, (B)(6) 2005, (B)(6) 2009). Concurrent conditions included urine incontinence, hepatic steatosis, back pain, menses irregular, menstruation abnormal, bleeding intermenstrual, uterine leiomyoma, cystocele, uterine prolapse, polymenorrhoea, rectocele, genital disorder female, ovarian disorder nos, multigravida, grand multiparity, menometrorrhagia, paratubal cyst, valsalva maneuver and enterocele. Concomitant products included alprazolam (xanax), cyclobenzaprine hydrochloride (amrix), diazepam (valium), hydrocodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("heavy menstrual flow/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and stress urinary incontinence ("sui"), 1 year 5 months after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)") and pelvic pain ("pain/pelvic pain"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (uti)"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), abdominal pain ("severe upper and lower abdominal pain"), vaginal discharge ("vaginal discharge"), infection ("infections"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abscess ("abscess"). The patient was treated with antibiotics, fluconazole (diflucan), ibuprofen, norethisterone acetate (aygestin) and surgery (burch colposuspension on (B)(6) 2015, enterocelectomy and mccall culdoplasty, perineorrhaphy on (B)(6) 2015, total abdominal hysterectomy and bilateral salpingectomy to remove the essure device and underwent a total abdominal hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, intra-abdominal haemorrhage, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, infection, vaginal haemorrhage, urinary tract infection, dyspareunia, stress urinary incontinence, ovarian cyst and abdominal pain lower outcome was unknown and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, stress urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, patient underwent enterocelectomy and mccall's culdoplasty, burch colposuspention, posterior repair, perineorrhaphy. Both the left and right cornu and minute portion of attached fallopian tubes display silver coiled metal wires. Anatomic pathology diagnosis: cervix: mild chronic cervicitis and squamous metaplasia, myometrium: adenomyosis, benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, painful intercourse, right ovarian cyst, pelvic pain, menometrorrhagia, dysmenorrhea, dyspareunia, urinary stress incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation in the uterus and into other organs') and fallopian tube perforation ('perforation in the uterus and into other organs') in a 34-year-old female patient who had essure (batch no. 628057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included parity 5 (dates of live birth: (B)(6) 1997, (B)(6) 1999, (B)(6) 2000, (B)(6) 2005, (B)(6) 2009). Concurrent conditions included urine incontinence, hepatic steatosis, back pain, menses irregular, menstruation abnormal, bleeding intermenstrual, uterine leiomyoma, cystocele, uterine prolapse, polymenorrhoea, rectocele, genital disorder female, ovarian disorder nos, multigravida, grand multiparity, menometrorrhagia, paratubal cyst, valsalva maneuver and enterocele. Concomitant products included alprazolam (xanax), cyclobenzaprine hydrochloride (amrix), diazepam (valium), hydrocodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("heavy menstrual flow/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and stress urinary incontinence ("sui"), 1 year 5 months after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)") and pelvic pain ("pain/pelvic pain"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (uti)"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), abdominal pain ("severe upper and lower abdominal pain"), vaginal discharge ("vaginal discharge"), infection ("infections"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abscess ("abscess"). The patient was treated with antibiotics, fluconazole (diflucan), ibuprofen, norethisterone acetate (aygestin) and surgery (burch colposuspension on (B)(6) 2015, enterocelectomy and mccall culdoplasty, perineorrhaphy on (B)(6) 2015, total abdominal hysterectomy and bilateral salpingectomy to remove the essure device and underwent a total abdominal hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, intra-abdominal haemorrhage, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, infection, vaginal haemorrhage, urinary tract infection, dyspareunia, stress urinary incontinence, ovarian cyst and abdominal pain lower outcome was unknown and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, stress urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, patient underwent enterocelectomy and mccall's culdoplasty, burch colposuspention, posterior repair, perineorrhaphy. Both the left and right cornu and minute portion of attached fallopian tubes display silver coiled metal wires. Anatomic pathology diagnosis: cervix: mild chronic cervicitis and squamous metaplasia, myometrium: adenomyosis, benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, painful intercourse, right ovarian cyst, pelvic pain, menometrorrhagia, dysmenorrhea, dyspareunia, urinary stress incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation in the uterus and into other organs"), fallopian tube perforation ("perforation in the uterus and into other organs") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 34-year-old female patient who had essure (batch no. 628057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urine incontinence, hepatic steatosis, back pain, menses irregular, menstruation abnormal, bleeding intermenstrual, uterine leiomyoma, cystocele, uterine prolapse, polymenorrhoea, rectocele, genital disorder female, ovarian disorder nos, multigravida, grand multiparity, menometrorrhagia, paratubal cyst, valsalva maneuver and enterocele. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 5 months after insertion of essure, the patient experienced stress urinary incontinence ("sui"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (uti)"). On (B)(6) 2016, the patient experienced pelvic pain ("pain/pelvic pain"), ovarian cyst ("ovarian cysts") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe upper and lower abdominal pain"), menorrhagia ("heavy menstrual flow/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with nitrofurantoin (macrobid), fluconazole (diflucan), norethisterone acetate (aygestin), surgery (total abdominal hysterectomy and bilateral salpingectomy to remove the essure device) and surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, intra-abdominal haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge, infection, vaginal haemorrhage, urinary tract infection, dyspareunia, pelvic pain, stress urinary incontinence, ovarian cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, infection, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, stress urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, patient underwent enterocolectomy and mccall's culdoplasty, burch colposuspension, posterior repair, perineorrhaphy. Both the left and right cornu and minute portion of attached fallopian tubes display silver coiled metal wires. Diagnostic results: on (B)(6) 2015 ultrasound pelvis revealed, the iud has perforated into the left uterine body. Otherwise, unremarkable pelvic ultrasound. Anatomic pathology diagnosis: cervix: mild chronic cervicitis and squamous metaplasia, myometrium: adenomyosis, benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, painful intercourse, right ovarian cyst, pelvic pain, menometrorrhagia, dysmenorrhea, dyspareunia, urinary stress incontinence. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs and medical record received. Lot number and reporter's information was added. Events added: abnormal bleeding (vaginal), infection (uti), sui, dyspareunia (painful sexual intercourse), pelvic pain, lower abdominal pain, ovarian cyst. Concomitant conditions and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation in the uterus and into other organs"), fallopian tube perforation ("perforation in the uterus and into other organs") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 34-year-old female patient who had essure (batch no. 628057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urine incontinence, hepatic steatosis, back pain, menses irregular, menstruation abnormal, bleeding intermenstrual, uterine leiomyoma, cystocele, uterine prolapse, polymenorrhoea, rectocele, genital disorder female, ovarian disorder nos, multigravida, grand multiparity, menometrorrhagia, paratubal cyst, valsalva maneuver and enterocele. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 5 months after insertion of essure, the patient experienced menorrhagia ("heavy menstrual flow/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and stress urinary incontinence ("sui"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (uti)"). On (B)(6) 2016, the patient experienced pelvic pain ("pain/pelvic pain"), ovarian cyst ("ovarian cysts") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe upper and lower abdominal pain"), vaginal discharge ("vaginal discharge"), infection ("infections") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with nitrofurantoin (macrobid), fluconazole (diflucan), norethisterone acetate (aygestin), surgery (total abdominal hysterectomy and bilateral salpingectomy to remove the essure device) and surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, intra-abdominal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, infection, vaginal haemorrhage, urinary tract infection, dyspareunia, stress urinary incontinence, ovarian cyst and abdominal pain lower outcome was unknown and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, infection, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, stress urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, patient underwent enterocelectomy and mccall's culdoplasty, burch colposuspension, posterior repair, perineorrhaphy. Both the left and right cornu and minute portion of attached fallopian tubes display silver coiled metal wires. Diagnostic results: on (B)(6) 2015 ultrasound pelvis revealed, the iud has perforated into the left uterine body. Otherwise, unremarkable pelvic ultrasound. Anatomic pathology diagnosis: cervix: mild chronic cervicitis and squamous metaplasia, myometrium: adenomyosis, benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, painful intercourse, right ovarian cyst, pelvic pain, menometrorrhagia, dysmenorrhea, dyspareunia, urinary stress incontinence. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - outcome for the event pelvic pain and abdominal pain were added as recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation in the uterus and into other organs"), fallopian tube perforation ("perforation in the uterus and into other organs"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 628057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included parity 5 (dates of live birth: 19-jul1-997, 23-jan-1999, 29-aug2-000, 26-mar-2005, 12-jun-2009). Concurrent conditions included urine incontinence, hepatic steatosis, back pain, menses irregular, menstruation abnormal, bleeding intermenstrual, uterine leiomyoma, cystocele, uterine prolapse, polymenorrhoea, rectocele, genital disorder female, ovarian disorder nos, multigravida, grand multiparity, menometrorrhagia, paratubal cyst, valsalva maneuver and enterocele. Concomitant products included alprazolam (xanax), cyclobenzaprine hydrochloride (amrix), diazepam (valium), hydrocodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On 10-jul-2009, the patient had essure inserted. On 16-dec-2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual flow/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and stress urinary incontinence ("sui"), 1 year 5 months after insertion of essure. On 16-jul-2015, the patient experienced dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)") and pelvic pain ("pain/pelvic pain"). On 28-oct-2015, the patient experienced urinary tract infection ("infection (uti)"). On 22-mar-2016, the patient experienced ovarian cyst ("ovarian cysts") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe upper and lower abdominal pain"), vaginal discharge ("vaginal discharge"), infection ("infections") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with fluconazole (diflucan), ibuprofen, nitrofurantoin (macrobid), norethisterone acetate (aygestin) and surgery (burch colposuspension on aug-2015, enterocelectomy and mccall culdoplasty, perineorrhaphy on aug-2015, total abdominal hysterectomy and bilateral salpingectomy to remove the essure device. Essure was removed on 5-aug-2015. At the time of the report, the uterine perforation, fallopian tube perforation, intra-abdominal haemorrhage, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, infection, vaginal haemorrhage, urinary tract infection, dyspareunia, stress urinary incontinence, ovarian cyst and abdominal pain lower outcome was unknown and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, stress urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on 05 aug 2015, patient underwent enterocelectomy and mccall's culdoplasty, burch colposuspention, posterior repair, perineorrhaphy. Both the left and right cornu and minute portion of attached fallopian tubes display silver coiled metal wires. Anatomic pathology diagnosis: cervix: mild chronic cervicitis and squamous metaplasia, myometrium: adenomyosis, benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, painful intercourse, right ovarian cyst, pelvic pain, menometrorrhagia, dysmenorrhea, dyspareunia, urinary stress incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received: events: genital hemorrhage and device monitoring not performed were added. Surgeries were added. Event onset date were updated. Concomitant drugs were added. Medical history was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation in the uterus and into other organs."), perforation ("perforation in the uterus and into other organs.") And intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe upper and lower abdominal pain"), menorrhagia ("heavy menstrual flow"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge") and infection ("infections"). The patient was treated with surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy to reinove the essure device) and surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy to reinove the essure device). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, perforation, intra-abdominal haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, infection, intra-abdominal haemorrhage, menorrhagia, perforation, uterine perforation and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.